Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 9 months after the dental implant was installed in intraoral region #11, it was verified its non- osseointegration. The patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed.